Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy, the firing was stopped on the halfway. Replaced by a new cartridge, the surgeon re-stapled over the original staple line with no problem. The status of the patient is no problem.